Event description:
The hub to attach a needle to the syringe snapped off when applying the needle. The needle access site does not sit flush in the hub and resulted in the needle snapping off; in conjunction with glass vaccine syringe described in previous section. FDA safety report ID# (B)(4).